Event description:
The reporter indicated that two instruments were damaged after sterilization processing and while putting the parts back into a set. The arm to the rod bender (part 03.632.017) was frozen and could not be moved. The shaft was loose where it interfaced with the t-handle stardrive shaft. There was no patient or surgeon involvement with the devices. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Manufacture date: june 30, 2011; july 19, 2011. Placeholder.